Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 32-year-old female patient who had essure (batch no. Dk10256- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included subserous leiomyoma of uterus. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 months 21 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), back pain ("lower back pain") and infection ("infection (other)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubouterine implantation, bilateral surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, alopecia, migraine, headache and weight increased had resolved and the vaginal infection, vaginal haemorrhage, menorrhagia, back pain and infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, bladder/urinary problems. Insertion details-a successful placement occurred bilaterally . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain , abdominal pain, hair loss, menorrhagia . Most recent follow-up information incorporated above includes: on 2-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. Dk10256- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included subserous leiomyoma of uterus. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 months 21 days after insertion of essure. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and migraine ("migraine") and was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), headache ("headaches"), back pain ("lower back pain"), infection ("infection (other)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (tubouterine implantation, bilateral surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, alopecia, migraine, headache, weight increased, vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, back pain, infection, female sexual dysfunction and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, bladder/urinary problems. Insertion details-a successful placement occurred bilaterally (B)(6) 2018: surgery: tub uterine implantation, bilateral removal of essure current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain , abdominal pain, hair loss, menorrhagia. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. New events: vaginal discharge and apareunia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 32-year-old female patient who had essure (batch no. Dk10256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included subserous leiomyoma of uterus. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 months 21 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), back pain ("lower back pain") and infection ("infection (other)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubouterine implantation, bilateral surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, alopecia, migraine, headache and weight increased had resolved and the vaginal infection, vaginal haemorrhage, menorrhagia, back pain and infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, bladder/urinary problems. Insertion details-a successful placement occurred bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain , abdominal pain, hair loss, menorrhagia. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs+mr received-lot number were added. New events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) lower back pain were added. New reporters, historical drug, medical history, lab data were added. On 12-sep-2019: fu3 and fu4 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, alopecia, migraine, headache and weight increased had resolved and the vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was updated to event pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed,vaginal infection,hair loss ,migraine ,headaches ,weight gain and patient dose not undergoes did not essure confirmation test. Reporter information, patient demographic details and product information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.